Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-23667 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ever since they had a procedure done on thursday they had been constipated. The patient also reported it felt like stimulation was too high and it was uncomfortable. No further complications were reported or anticipated.